Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer went to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Customer was treated with intravenous saline, insulin, and glucagon, and was released from the ER 6 hours later with no permanent damage. The customer alleged that the pump delivered too much insulin; however, troubleshooting was performed by tandem technical support (cts) and cts determined the pump functioned as intended. Pump log review determined that the customer did not have an active continuous glucose monitor session started, therefore control iq did not adjust insulin delivery as expected. Additionally, the customer exercised, which contributed to the reported issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.